Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 504 mg/dl. Customer¿s other blood glucose was 126 mg/dl to 134 mg/dl. Customer was felt thirsty. The customer was treated with manual injection. The customer also stated that they did not allege insulin pump was under delivering. Customer also stated that there was little or tiny few bubbles on the cannula but the line was dry it was not kinked or cracked. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer stated that auto mode feature was active. The insulin pump will not be returned for analysis.